Manufacturer narrative:
Based on the results of the investigation, it is assumed that the failure of the patient board set board is the reason for the lack of images. However, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited no image with 180 scopes due to faulty patient board set. There were no reports of patient involvement.